Manufacturer narrative:
(B)(4).

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and reseated the breath delivery (bd) to graphic user interface (gui) cable. The ventilator passed self-testing.